Event description:
A distal femoral segment was implanted with 3 trufit plugs in 2005. The pt had effusions and minimal pain reduction. In 2006, the pt had a total knee replacement and during this, the remainder of the plug material was resected from the femur. The surgeon believes the post-op regime may have been too aggressive, resulting in the pt's symptoms.

Manufacturer narrative:
As part of our risk management process a retrospective review of trufit plug complaints, which was prior to smith-nephew integration, has been conducted. As a result, this complaint has been determined to be reportable.